Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the left side deflated after implantation. The report indicates patient was injured, through her son kicked her. As a result, patient scheduled for bilateral removal and replacements with mentor saline on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received, indicated that the MRI examinations reveled the issue. Patient underwent bilateral removal and replacements as follow: right replaced with cat#:3502300, lot:7563160, and left replaced with cat#:3502300, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 25 2020: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex in the posterior view cracking measuring approximately 0.2 cm. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).